Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient's infusion set's tubing was detached from connector. Therefore, the patient's blood glucose level was 103 mg/dl at the time of the event. Moreover, the infusion set had been used for two days and the expiration date of the infusion set is 01-oct-2024. Further, the infusion set was replaced and insulin was resumed successfully. No further information was available.